Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An initial analysis of the returned device was performed by boston scientific corporation (bsc). During a visual examination, it was found that the handle was locked and the clip assembly was not returned with the device. The mini-sheath appeared slightly buckled and there was no damage or kinking to the coil. The spool on the handle was removed from the device and it was noticed that the handle had been damaged prior to deployment even though the clip had released from the delivery system. Upon investigation at medventure, it was noticed that the coil and the control wire had been cut approximately 3 ½" from the distal end as part of bsc's investigation. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. Based on the evaluation conducted and the details of the complaint, the handle was most probably flexed by the user prior to clip deployment. When the handle slider is actuated and the clip is deployed, as depicted in the directions for use, the break observed will not occur. The failure of the clip to release from the catheter could not be confirmed, as the clip assembly was not returned; however, it is likely that this resulted from anatomical or procedural factors that were encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used to treat a post-polypectomy bleed in the cecum of the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, three resolution ii clips were successfully placed to control the bleeding. A fourth resolution ii clip was deployed at the bleeding site; however, the clip would not release from the catheter. The physician straightened the colonoscope and "jiggled" the catheter to release the clip. The clip eventually deployed, however the deployment handle broke in the nurses hand during the process. Two additional resolution I clips were used to complete the procedure without complications. The patient was reported to be fine post procedure.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used to treat a post-polypectomy bleed in the cecum of the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, during the procedure, three resolution ii clips were successfully placed to control the bleeding. A fourth resolution ii clip was deployed at the bleeding site; however, the clip would not release from the catheter. The physician straightened the colonoscope and "jiggled" the catheter to release the clip. The clip eventually deployed, however the deployment handle broke in the nurses hand during the process. Two additional resolution I clips were used to complete the procedure without complications. The patient was reported to be fine post procedure.